Event description:
Rejected silastic implant placed at surgery-not informed of silastic placement at time of surgery. Rejection evidenced by ER note 3-13-88. Required removal and two follow-up surgeries to the same side of the face where silastic was rejected. Disabled due to head/chronic pain 2-01-96.